Event description:
The pt reported that he has had 4 infusion sets tear at the luer lock. He stated that the most recent event was noticed because he tested his blood glucose and it was 311 mg/dl. His normal range is 150-180 mg/dl. He changed the infusion set tubing and bolused 10 units. At the time of the call his blood glucose was still elevated at 451 mg/dl. The pt reported having the symptom of thirst. The pt reported that he would change his site and bolus again to reduce his blood glucose. Further attempts to contact the pt were unsuccessful. The pt did not report requiring medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.